Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 10.59 with a data flag. The sample was repeated and the result was >10000 with a data flag twice. The sample was repeated with a 1:100 dilution and the result was 77826 with a data flag. The unit of measure was requested, but was not provided. The result of 77826 was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number and expiration date were requested, but were not provided. The field service representative checked all alignments, liquid level detection (lld), pressure sensor, tubing and voltages. He ran performance testing and qc which was ok.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general instrument issue was not suspected as the provided performance testing was within specification.